Event description:
It was reported the patient had a ¿persistent electrical shocking sensation¿ in the vaginal area. This sensation was present even when stimulation was turned down to the lowest level. Although the unit worked well for the patient, they were ¿overwhelmed¿ by the sensation. The device eventually needed to be removed and the issue resolved once the device was removed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).